Event description:
Customer reported that a piece of the sensor became stuck in her body. Part of the sensor fell off and the other part stayed inside. She stated that her husband had been trying to release from the belly so he was pressing the button, but it did not release. The blood glucose reading was 250 mg/dl. She reported that the needle hub was stuck in the serter. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.